Event description:
The user's hearing performance is affected after a trauma to the head. Re-implantation is considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a mechanical damage of the stimulator housing, which is typical for an external impact to the housing, appears likely. However, an investigation of the explanted device is necessary to determine an exact root cause of failure. Re-implantation was carried out but the device has not been received for investigation yet.

Event description:
The user's hearing performance is affected after a trauma to the head. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user's hearing performance is affected after a trauma to the head. The user has been re-implanted.